Event description:
It was reported that pacemaker device had four recent atrial tachy response (atrs) but has no data on electrogram (egm). Boston scientific technical services (ts) discussed that the device manages memory and only keeps three atrs with egm in memory. The device was explanted and was returned. Product analysis found evidence which meets criteria for hydrogen-induced leaky low voltage capacitors. The investigation has deemed this to be a component issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.